Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit was used in "monopolar" mode which required the use of a neutral plate in order to close the electrical circuit and above all to have the same current flowing between the plate positioned on the patient and the electrode. A cancerous mass was extracted and a bridge table was placed. A sample was taken from this mass and it turned out that the generator was still delivering current, it was possible to cut and coagulate without being close to the plate. There was no patient injury. Further information is unavailable.